Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the time and date and resumed insulin therapy. It was also reported that the pump indicated a data log corruption. Customer's blood glucose level 244 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.